Event description:
A customer reported that no message appeared with the use of the adc device. The customer was unable to obtain readings and experienced symptoms of nausea and vomiting. The customer was seen by a healthcare professional who provided unspecified treatment for diagnosis of hyperglycemia. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Sensor found to be in state 1 (indicating initial factory state). Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. Therefore, this issue is not confirmed tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that no message appeared with the use of the adc device. The customer was unable to obtain readings and experienced symptoms of nausea and vomiting. The customer was seen by a healthcare professional who provided unspecified treatment for diagnosis of hyperglycemia. No further details were provided. There was no report of death or permanent injury associated with this event.